Event description:
It was reported that during diagnostics the patient's output current was showing 3.0 ma delivered, but the patient was programmed to 3.25 ma, and a "low" output status was observed. Diagnostics were done at 2.0 ma, 2.25 ma., 2.5 ma, 2.75 ma, and 3.0 ma and the diagnostics were all normal, and no low output status was observed at these settings. The physician left the output current at 3.0 ma. The physician did not re-attempt programming/diagnostics at 3.25 ma. Per ohm's law, the minimum expected current able to be delivered (accounting for standard error in impedance measurement and minimum battery voltage) is 3.5 ma, indicating the generator should be able to deliver the programmed therapy at 3.25 ma. Tablet data containing internal data for the generator was reviewed. The normal mode output current was programmed to 3.25 ma, but the peak output current of the system diagnostics performed at that setting was 3.0 ma. This indicates that the low output current is not due to a software error or interrupted diagnostics causing a false low output current as it has is occurring consistently with interrogation and diagnostics. No other anomalies were identified in the tablet data. It is known that sometimes the generator tests that the programmed output current is unable to be delivered despite the absence of system constraints (e.g. Device failure, high impedance etc.). When the combination and of output current and lead impedance approach the maximum output voltage there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered. This occurs because how the generator calculates whether it can deliver is an approximation: 1) variability in the pulse and monitor outputs of the asic 2) variability in the comparator threshold of the microcontroller 3) variability in the resistor values for the network that sets the thresholds the low output current observed may be consistent with the above issues; however analysis of the generator is needed to confirm the generator is functioning as intended. The device history records of the m106 generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No additional relevant information has been received to date. No known relevant surgical intervention has occurred to date.